Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-02091. It was reported the physician accidentally pulled out the right l4 lead during a lead revision, as the patient had scarring at the l4 site. As a result, the physician implanted a new lead at this location. Postoperatively, effective stimulation was reported. Also see MFR. Report #: 3008829311-2018-00017, 3008829311-2018-00018, 3008829311-2018-00019 and 3008829311-2018-00020. Note: both of the patient's lumbar leads are being reported because it is unknown which lead is liable.